Event description:
The user facility reported a rp flex being placed for a patient with heart failure. The rp flex was unable to be delivered and was removed, pump and sheath and all as 1 system. The team made decision not to try again to deliver the rp flex. The patient outcome was unknown.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h10. The investigation into the reported issue has been completed. Impella rp flex, introducer, and guidewire (gw) were returned for inspection. The device was returned stuck with the flex, gw, and patient line all in the introducer. Upon further inspection and removing the devices from the introducer, the patient line was found stuck under the guidewire and around the inflow cage. The root cause of the delivery issue was an interaction with another device during subclavian access as stated in the clinical the issue coincided with another venous line and was confirmed through returned product investigation. Corrected information provided in d4.